Event description:
This valve was explanted after 1 year and 1 month implant duration due to dehiscence and endocarditis in pulmonary valve prosthesis. Source of endocarditis was unk. No further info was provided.